Event description:
Pt called lfs and alleged that their meter was missing segments. The pt visited their physician. Their blood sugar was tested but they do not remember the result. They stated that no treatment was given. The pt stated that they did obtain a result of 46 mg/dl. They stated that they felt this reading was correct. The meter has been replaced for the pt.